Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in norway underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient was on control in the hospital and the peg was observed. On an unknown date the patient had previously been treated for a stoma site infection with flagyl and ciproxin. On (B)(6) 2023, the patient's crp was drawn and it was 1.9. The patient was recommended to use sterile, thin compresses and to request further guidance from the treating hospital.